Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is delayed in responding when the customer attempts to unlock the pump. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer.